Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using a 6f sheath after an interventional peripheral procedure. Reportedly, the suture was not present when the plunger was removed. The lever was closed; however, it felt as if the foot was still open. The device was stuck as attempts to manipulate the device to remove it were unsuccessful. During the procedure, the guide tube was bent, and the distal guide separated. Bleeding occurred; therefore, manual compression was held. A cutdown was performed to remove the device and retrieve all the separated components from the patient anatomy. An unidentified black component and a small portion of the suture were also retrieved; however, it is unknown if the pieces separated or if they were intentionally broken/ cut. Hemostasis was achieved via cutdown. A clinically significant delay was reported, however, there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle, material separations of the guide and suture and the deformation of the guide were confirmed. The difficult to open or close and the entrapment of the device are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of hemorrhage and tissue injury are listed in the perclose prostyle instructions for use, IFU, as known patient effects of use with suture mediated closure device procedures. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely the foot may have captured vessel tissue during closure of the foot leading to the difficult to open or close. It is possible that manipulation of the device in order to free the device induced the guide separation leading to the entrapment. The failure to cycle along with the difficult to open or close may also be symptomatic of a foot in the access site. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: revised. D4 part #/lot# updated. Medwatch report received and attached.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using a 6f sheath after an interventional peripheral procedure. Reportedly, the suture was not present when the plunger was removed. The lever was closed; however, it felt as if the foot was still open. The device was stuck as attempts to manipulate the device to remove it were unsuccessful. During the procedure, the guide tube was bent, and the distal guide separated. Bleeding occurred, therefore, manual compression was held. A cutdown was performed to remove the device and retrieve all the separated components from the patient anatomy. An unidentified black component and a small portion of the suture were also retrieved, however, it is unknown if the pieces separated or if they were intentionally broken/ cut. Hemostasis was achieved via cutdown. A clinically significant delay was reported, however, there was no adverse patient sequela. Subsequent to the initially filed report, the following additional information was received: the guide tube became bent while manipulating the device during the removal attempt. Additionally, the distal guide, suture and the unidentified black piece separated unintentionally. Vessel damage and bleeding occurred, therefore, manual compression was held. A cutdown was performed by the vascular surgeon to repair the vessel damage, remove the device, and retrieve all the separated components from the patient anatomy. There was a clinically significant delay due to the cutdown and the patient required additional overnight stay due to the adverse event. There was no adverse patient sequela. A medwatch report was received stating: [procedure completed, provider was using a perclose prostyle closure device and the device failed. Md unable to remove device from patient's artery. Vascular surgery contacted and came to bedside for cutdown of right groin.] No additional information was provided.